Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 1000mg/dl. The customer experienced nausea, vomiting, and excessive thirst. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. After receiving the tubing clamp the high pressure test was performed and the test failed twice. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.